Event description:
It was reported that this right ventricular (rv) lead was repositioned as it exhibited unstable thresholds. After the reposition procedure, the lead was showing adequate measurements. The rv lead remains in service. No additional adverse patient effects were reported.